Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the event was suspected to be caused by a non-abbott right ventricular (rv) lead. During an unrelated procedure, the device was electively explanted and replaced. The patient was stable.

Event description:
During a follow-up, increased capture threshold was observed on the device. An x-ray was performed and no anomalies were observed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.